Event description:
It was reported that during a prostate procedure, the first fiber issue ¿console blocked stays in waiting modus, menu code 171" at 63346 joules at 9:41 minute of lasing time. The fiber was exchanged; the second fiber issue ¿console blocked stays in waiting modus, menu code 171¿ at 221,070 joules at 24:01 minutes of lasing time the fiber was exchanged; the third fiber issue ¿generator failure¿ at 127,677 joules at 13:32 minutes of lasing time, the fiber was exchanged and the case completed. Patient outcome: ¿no damaged to the patient¿ reported. This report is for the third fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber model #0010-2400; lot #405a; serial #(B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits severe char and melted metal at the output window; the glass cap exhibits severe devitrification at the output window; the glass cap is protruding from the metal cap; the metal cap adhesion location exhibits burnt glue. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.